Event description:
Reporter noted corneal burn at incision site due to restriction of the irrigation tubing during phaco. No intervention reported. Burn is healing properly and the patient's vision has improved since event.